Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and a non qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a specific root cause for the unintended myopia. Based on information provided by the healthcare professional (hcp), the iol did not cause/contribute to the event and the event resolved with the iol exchange. The replacement iol model and diopter are unknown. In addition, a failure to follow the dfu occurred. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A director reported that following an intraocular lens (iol) implant procedure, a patient had unintended myopia. The iol was exchanged for a difference of one diopter of power. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the clinical director, who reported that the event resolved with the iol exchange. According to the clinical direct, in the surgeon's opinion the iol did not cause/contribute to the event.